Event description:
Have used dreamstation CPAP beginning in early 2020. Beginning in (B)(6) 2021 through (B)(6)2021 black particles started to collect in the air exhaust part of the mask. Cleaning with soap and water did not resolve the issue. Replaced the affected equipment. FDA safety report ID # (B)(4).